Event description:
It was reported that "turnpike spiral broke off inside patient during procedure. " additional information has been requested from the customer.

Manufacturer narrative:
(B)(4). UDI not complete as it was not provided by the customer.

Event description:
It was reported that "turnpike spiral broke off inside patient during procedure. " additional information has been requested from the customer.

Manufacturer narrative:
Qn #(B)(4). No return product evaluation could be completed as the device was not returned for investigation. It is unknown what damages were present on the unit and how much of tip separation was noted. A DHR review was completed for lot 73j2200514, and no issues or nonconformities were noted. Case details were reviewed. As per the additional information received, approximately 2 mm of tip separated. The vessel could still be wired with observed separation. Rotational atherectomy was performed. Very small portion embolized in vessel into a distal small branch artery. No harm noted to the patient. Procedure continued without further incident. The IFU states the following warning and precaution: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. It is likely that the turnpike tip was operated against resistance through a calcified vessel. Rotablating the remainder piece would fracture it to tiny particulates leading to embolization. Without a product return, it is unknown to what extent, degree, or rigor this device has seen use and handling. Based on the information, the most likely root cause of the issue undeterminable. The der process will continue to monitor for any similar events.